Event description:
It was reported that balloon rupture occurred. The target lesion was located in the carotid artery. A 4.0mm x 20mm x 143cm ultra-soft sv balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ultrasoft balloon catheter. The hypotube had numerous kinks. Microscopic examination revealed a tear in the middle of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage revealed. The damage to the balloon is consistent with interaction with the lesion. The reported balloon burst was confirmed.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the carotid artery. A 4.0mm x 20mm x 143cm ultra-soft sv balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.